Event description:
It was reported that during carotid stenting procedure. Polyurethane detached from metal frame and embolized in artery. Retrieval was unsuccessful, and it is inside the pt. Pt developed stroke and hemiparesis and is in ICU undergoing the best medical therapy.